Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
It was reported by the manufacturer's field service engineer (fse), that the unit would not power on. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The fse performed troubleshooting and confirmed the reported issue. It was determined that the unit required a replacement part . The fse replaced the unit's 24 volt direct current (dc) 400 watts power supply and the unit successfully passed all testing and was returned to service. No other abnormality was observed.